Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Information contained in this report was previously submitted through 18/apr/2016, 21/jan/2016, 19/oct/2015, 23/jul/2015, 16/apr/2015. A review of the device history record has been completed. No deviations or non-conformance's noted. Further investigation: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(4) was manufactured under controlled conditions in accordance with allergan medical procedures . Seal strength results were acceptable. Environmental monitoring results and increased monitoring confirmed that confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run (B)(4) is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for the period of march 2014 through february 2016, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to costa rica manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time. The event of "infection (late onset)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (late onset).

Event description:
Health professional reported a right side infection, and "fluid coming out of the right side nipple". Patient reported "staph infection". Device was explanted and discarded after surgery.